Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Twelve devices were evaluated in the field and the issue was confirmed; nine devices had worn components and three devices had damaged/broken components. The devices were repaired and returned. One device could not be evaluated as it could not be located by the user facility and the service request was canceled. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the brakes would not hold. There was no patient involvement.